Event description:
The consumer reported that since implant when she moves her head or neck a certain way she would get a jolt sensation. The change in therapy or symptoms was considered gradual. The indication for use was complex regional pain syndrome type I.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient experienced jolts every time they moved their neck, or if they tried to set up to help their pain more. It was like this since the last time the ins was re-programmed. The patient¿s arms would get tired. There was no trauma, falls or emi exposure that could be related. The patient had a doctor appointment on (B)(6). Additional information received rom a manufacturer representative indicated that someone would be present for the appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.